Event description:
It was reported that during a hemicolectomy procedure, the device released the clips on the vessel, but these were only partially bent and not closed as intend. Three clips were fired and all showed this problem. So a new device was used to carry out this operation. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.